Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported fan motor noise. Analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. The left keyboard hinge is broken. (B)(4).

Event description:
It was reported the fan motor is loud when running for long periods. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.